Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. No product information has been provided to date.

Event description:
It was reported that an error code occurred before infusion. No patient injury was reported.

Manufacturer narrative:
Other, other text: d10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal is missing, and the latch lock would not release upon receipt. Functional evaluation was checked. Error code for a system fault was found in the device event history log. Results: the customer reported problem was duplicated during the investigation. Error code 41786 message was found in the device information folder and in the pump event history logs. Root cause of the reported event would be attributed to software issues. Who caused the reported event is unknown and could not be determined from the investigation performed. It was recommended that the error code be cleared, and software applications reinstalled. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: d4: correction: model number: 2120.